Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using ruby coils. During the procedure, the physician was unable to advance the ruby coil into the target vessel. The physician attempted to retract the ruby coil against resistance and it unintentionally detached inside the microcatheter. The microcatheter was removed and the detached ruby coil was flushed from the microcatheter. The procedure successfully continued using more coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.